Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian (lg) reported the pod fell off the infusion site (leg) while the patient was swimming in the pool. When the pod came off, it was noted the site appeared red, painful and irritated. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod for 24 hours and the patient passed out. The patient's lg took her to queen elizabeth hospital (gateshead) - paeds where dr. Sanghera prescribed phenoxymethylpenicillin for treatment. A new pod was successfully applied and the patient was released after five hours. The pod was discarded.